Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified via download data that a (B)(6) female pt was treated. Further investigation determined that the pt passed away on (B)(6) 2014 while in the hospital. The pt reportedly had a heart attack and breathing complications prior to passing. The lifevest delivered an inappropriate treatments at 17:19:23. The pt subsequently passed away. The rhythm at the time of the treatments was asystole, which is considered a non-treatable rhythm. CPR artifact contributed to the false detection. There is no indication that the treatment during asystole caused or contribute to the pt death. No deficiencies were alleged against the lifevest.

Manufacturer narrative:
There was no device malfunction associated with the event. Device eval summary: device eval of monitor sn (B)(4) was completed. The monitor was functional and able to detect and treat. Electrode belt sn (B)(4) was not returned for eval. There is no indication that the treatment during asystole caused or contributed to the pt death. MFR date: monitor: 04/2014 - initial use; electrode belt: 02/2014 - reuse.